Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Two IV's tunnelers were implanted in a procedure for therapeutic treatment of cystocele, rectocele and urinary incontinence. Complications post IV's tunneller implant include reoccurrence of cystocele, rectocele, and trace incontinence. A second procedure to implant an additional pelvicol and uretex mesh was performed five months later. Six years after these procedures, the patient experienced urinary problems, bladder leaking, vaginal pain, emotional distress, discomfort, stress urinary incontinence, mixed incontinence, weak pelvic floor, muscle disuse atrophy, muscle spasm irritability, fecal incontinence, and pelvic muscle wasting. Treatment includes the placement of a mid-urethral sling (ams precise) and cystourethroscopy.